Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurse reported in the online survey that the guidewire did not support stent placement procedure because "it use aa compatible" wire related to the product inlay optimatm ureteral stent with nicore¿ guidewire.